Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the system board to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use reported with the event.